Event description:
It was reported that a patient underwent a gastrectomy on (B)(6) 2012 and suture was used. Prior to use on the patient, it was found that the needle had already broken at the tip when the package was opened. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A visual inspection was performed on the needle and the point appears to have been cut off before polishing.